Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a severe occlusion of a peroneal artery. During the procedure, the ht command 18 guide wire (gw), was being removed from the anatomy when resistance was met, and imaging noted that the distal tip of the gw had separated in the anatomy. No attempt was made to remove the tip, it was embedded in the artery where it remains. A delay in the procedure was reported, but there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
H6: device code 2017: excessive force. The device was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per instructions for use (IFU), guide wire high torque command 18, pta, ce: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the reported violation of the IFU does appear to have caused or contributed to the reported complaint. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the still image received shows the retained tip of a guide wire in the post-tibial area of the lower limb. The image does not provide insight as to a probable cause of the tip separation of the guide wire. Although the cine review did not identify a probable cause for the tip separation, based on the reported information, the investigation determined the reported entrapment of the device, difficulty to remove resulting in a tip separation and foreign body in the patient appears to be related to user error. In this case it is likely that the technique and/or manipulation of the wire against resistance, during advancement caused the wire to become trapped in the vessel resulting in the difficulty to remove. Further manipulation ultimately resulted in the tip separation and foreign body in the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device not available for evaluation.